Event description:
The user facility reported a patient with cardiogenic shock was on impella cp support. It was reported that while on support, there was high purge pressure (pp) and purge flow (pf) was low. The purge cassette was replaced and a short time after, the pf and pp were back in range. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of high pressure purge has been completed. The impella device was not returned for evaluation. High purge pressure: data logs were reviewed and a motor current spike and a immediate purge pressure rise of 5 minutes was observed. Purge pressure remained high for approximately 1 hours before slowly resolving. Clinical details noted a sudden increase in purge pressure that was able to be resolved after tissue plasminogen activator (tpa) was added to the purge solution. The root cause of the high purge pressure was most likely due to biomaterial ingestion based on returned data log analysis.